Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, loss of capture was exhibited with both system leads. No resulting adverse patient effects and the leads were successfully replaced however discarded.